Event description:
It was reported that a patient underwent a bowel resection surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the suture broke while tying a knot. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. The information contained in this file as been determined to be a duplicate of the event reported in mw# 2210968-2011-01823. Therefore, this medwatch 2210968-2011-01822 will be voided.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted. See also medwatch 2210968-2011-01821 and medwatch 2210968-2011-01823. The same patient is represented in each medwatch.